Event description:
It was reported that when the physician was removing the catheter from the patient the device broke and a piece was left inside of the patient. The missing piece was not discovered until (B)(6) 2013 where it was visualized on CT of the abdomen and pelvis. The CT showed the broken piece was approximately 6cm long and remained near the renal pelvis. The patient underwent a secondary procedure in order to remove the broken catheter piece.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.